Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, after opening the packaged surgiwandii suction lrrigation device with spatula tip, the scrub nurse checked following product. But surgiwand ii collar was separated from the body. It was not used on the patient.the procedure going to be performed was a lar.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with engineering conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the returned device. The visual inspection of the device noted the trumpet valves were in the proper positions. The collar was disengaged from the device. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to rough handling of the device. Engineering determined that the condition reported can be attributed to over pulling/sliding thus forcing the shrink wrap assembly forward therefore breaking off the plug hook during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.